Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The patient has received shocks earlier and was in the emergency room. The device has been implanted 6.5 years. An xray was scheduled to confirm if the device was a guidant model, or if it had been replaced.